Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during implant of a pacemaker system this right ventricular (rv) lead became stuck in the chordae tendineae of the tricuspid valve. The physician attempted to remove the lead but when traction was applied the patient became bradycardic. As such, the physician judged the lead could not be removed and the lead was affixed to the muscle tissue and abandoned. The procedure was completed with the implant of an alternate rv lead. Unspecified adverse patient effects were reported though no further information has been provided to date.